Manufacturer narrative:
On 12/20/2016 a medtronic representative, following-up at the site, reported this occurred during testing, no patient present. The imaging system had been calibrated prior the this test. Part not received by manufacturer.

Event description:
A medtronic representative reported that after an image were transferred to the navigation system, poor navigation accuracy was shown. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.